Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to painful hip. Removed cup, head, liner and revised to depuy multihole cup, head and liner. Original implant date is unknown so is original hospital. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. There is no known allegation associated with this product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.